Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). An english service report translation has been requested from our sales organisation in (B)(4). A follow-up report will be provided after the examination results become available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): over infusion .

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the received sample were read and analyzed. The history files revealed no abnormalities. The perfusor space was subjected to a visual and functional examination performed by our service laboratory in (B)(4). Tthe device was tested according to the requirements of the technical safety check. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced.